Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/pain: pelvic area'), pregnancy with contraceptive device ('pregnancy: birth - no complication') and genital haemorrhage ('gen. Abnormal bleeding') in a 37-year-old female patient who had essure (batch no. 935431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included hypertriglyceridemia, heartburn, hypertension and abortion (four). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish/psych injury") and depression ("depression"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (robot-assisted laparoscopic hysterectomy (full) with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the pregnancy with contraceptive device, vaginal haemorrhage, anxiety and depression outcome was unknown and the genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia and weight decreased had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: date of insertion was reported as (B)(6) 2011 (discrepancy noted). Patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding and weight loss. Per medical record: surgical pathology report: uterus with cervix and bilateral fallopian tubes, robot-assisted hysterectomy and bilateral salpingectomy: benign endometrium, adenomyosis, benign cervix with endometriosis, benign bilateral fallopian tubes. Discrepancy in hsg test - previously hsg results were provided, however, current version states that essure confirmation test was not performed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, menorrhagia and genital bleeding". Most recent follow-up information incorporated above includes: on 24-oct-2019: pfs received : events "mental anguish/psych injury, abnormal bleeding (vaginal) and depression were added". Reporter, demographic, medical history and essure lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/pain: pelvic area'), pregnancy with contraceptive device ('pregnancy: birth - no complication') and genital haemorrhage ('gen. Abnormal bleeding') in a 37-year-old female patient who had essure (batch no. 935431-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included hypertriglyceridemia, heartburn, hypertension and abortion (four). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish/psych injury") and depression ("depression"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (robot-assisted laparoscopic hysterectomy (full) with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the pregnancy with contraceptive device, vaginal haemorrhage, anxiety and depression outcome was unknown and the genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia and weight decreased had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: date of insertion was reported as (B)(6) 2011 (discrepancy noted). Patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding and weight loss. Per medical record: surgical pathology report: uterus with cervix and bilateral fallopian tubes, robot-assisted hysterectomy and bilateral salpingectomy: benign endometrium, adenomyosis, benign cervix with endometriosis, benign bilateral fallopian tubes. Discrepancy in hsg test - previously hsg results were provided, however, current version states that essure confirmation test was not performed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, menorrhagia and genital bleeding". Lot number 935431 is not valid quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), pregnancy with contraceptive device ('pregnancy: birth - no complication') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia and weight decreased had resolved and the pregnancy with contraceptive device and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, psychological trauma and weight decreased to be related to essure. The reporter commented: date of insertion was reported as (B)(6) 2011 (discrepancy noted). Patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), gen. Abnormal bleeding and weight loss. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: date of explant added. This case become incident. Following events were added: pregnancy, gen. Abnormal bleeding, device ineffective, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), psych injury and weight loss. Outcome for the event physical pain /pelvic pain was changed from unknown to recovered. Reporter information was updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.